Event description:
It was reported that bd alaris smartsite low sorbing extension set was occluded the following information was received by the initial reporter with the following verbatim: initiated infliximab for patient with piv, which was flushing well. Pump beeping and alarming occluded. Looked and noticed that bd smartsite low sorbing extension 0.2 micron low protein binding filter was faulty, with an area of apparent chemical or mechanical burn that was occluding the line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
No additional information.